Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. Lead was reused with new device. There were no adverse consequences to the patient.